Event description:
It was reported that on (B)(6) 2013, two xience prime stents were placed, a 3.0x28 mm and a 2.5x8 mm, proximal to the mid left anterior descending artery (lad) lesion with pre and post-dilatation performed prior to and after stenting. Balloon angioplasty was performed in the left main trunk to the proximal circumflex lesion. On (B)(6) 2014, 8 month follow-up was done via phone. No adverse effects and no device issues were observed. On (B)(6) 2014, stable angina developed for which percutaneous coronary intervention was performed on (B)(6) 2014 for treatment of restenosis. Balloon angioplasty was performed distal to the lad lesion in which the xience prime stents had been placed. Balloon angioplasty was also performed on non-target lesions. The symptoms of angina were resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stenosis and angina are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. The additional xience prime stent referenced, are being filed under a separate medwatch report.